Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having diabetes ketoacidosis and high blood glucose over 300mg/d; then the paramedics were called. The customer stated that his wife gave him a coke and he came back before the paramedics arrived. Troubleshooting was performed. Reviewed the alarm history and found multiple low and high blood glucose, low reservoir, low and high blood glucose. The customer stated that he received low battery warnings, but they were not recorded in the alarm history. The caller also stated that the display window was cracked and scratched. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with normal operating currents. No unexpected low battery alarm noted. The insulin pump had scratched display window. The insulin pump passed self test, error test and displacement test. The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion, basic occlusion and excessive no delivery test due to prime anomaly.